Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling 5194001400 lot 0690 on (B)(6) 2011 alleges continued incontinence, uti, dysuria, spotting, granulation tissue. Re-hospitalization for additional surgery and mesh removal occurred on (B)(6) 2012.